Manufacturer narrative:
(B)(4) method: the complaint opt318 optiflow junior nasal cannula was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: the customer reported that an opt318 optiflow junior nasal cannula was found to be broken on one side. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube.

Event description:
A healthcare facility in china reported that an opt318 optiflow junior nasal cannula was found to be broken on one side before use. There was no patient involvement.